Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7090832, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7090894, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 26612868, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a spinal cord stimulation (scs) patient passed away. The cause of death is not believed to be related to stimulation; however, it remains unconfirmed. No additional information has been provided.